Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to a lead impedance issue. The lead was reprogrammed to bipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t510c29, tissue valve, implanted: (B)(6) 2014; 5076-45, lead, implanted: (B)(6) 2008. (B)(4).